Event description:
Unomedical reference number (B)(4). Event occurred in the united states .on (B)(6) 2024, it was reported by the patient that he was hospitalized in ICU due to high blood glucose level and small ketones. High blood glucose level was 950 mg/dl. No further information was available.